Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure, the left ventricular (lv) lead could not be loosened from the set screw. The physician removed the screw protection and screw and was able to unscrew the lv leave successfully. The patient was stable with no consequences.